Manufacturer narrative:
Additional information d9. Device received on 5/5/2025. Investigation summary- a photo was returned showing a d1000 tego connected to a catheter. Blood was observed between the seal and the body of the tego. Received one (1) used d1000 tego connector connected to one (1) used list #unknown catheter for inspection. Blood was observed between the seal and the body of the tego. No other anomalies and no damages noted. The tego was accessed with a male luer and the fluid path was found to be clear. The tego was leak tested per product specifications. There was no leakage. The reported complaint was unable to be confirmed. The tego met product specifications. The blood residuals found on the tego is unknown. The tego did not leak during testing. A device history review could not be conducted because no lot number(s) was/were identified.

Event description:
A complaint was received regarding a tego® connector that experienced breakage leading blood leakage on an unspecified date. It was reported that during an attempt to disconnect the venous hemodialysis line from the tego connector, blood began to spurt from the connector port. Upon removal of the faulty tego connector on the venous site, writer observed that the membrane at the tip of the connector had worn out and was no longer intact even though it was newly used prior to this hemodialysis treatment.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. E1 - (B)(6). The investigation is pending completion.